Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat mixed urinary incontinence , symptomatic pelvic organ prolapse, dyspareunia and a mesh was implanted.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation with concurrent exploratory laparoscopy, paravaginal cystocele repair, burch urethropexy and lysis of adhesions. The patient experienced pelvic/vaginal pain and bladder infections post mesh implantation. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent exploratory laparotomy, halban enterocele procedure, paravaginal cystocele repair, burch urethropexy, telescopy, and lysis of adhesions.

Event description:
It was reported that the patient concurrently underwent exploratory laparotomy, halban enterocele procedure, paravaginal cystocele repair, burch urethropexy, telescope, and lysis of adhesions.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.